Event description:
A customer reported encountering cgm error 42 with their device, but the pump did not recently come out of storage mode. Customer technical support (cts) provided guidance on performing a pump reset, and the caller was walked through the process. Following the reset, the pump no longer displayed the cgm error code. There was no adverse impact to the customer's blood glucose level, and the caller successfully began a new sensor session.